Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.

Event description:
It was reported that during implant attempt, the atrial lead dislodged when removing the lv catheter. Then, the helix would not extend or retract. The doctor thought it was due to tissue in the helix. Positioning difficulty also noted. The lead was not implanted. No patient complications have been reported as a result of this event.